Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on the inflation. The number of inflations and to what atms is unk. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. Al concomitant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.